Event description:
Customer reported false negative results when they compare their gel results to solid phase results used at their reference lab. Account does use mts gel cards (no lot numbers provided) but uses immucor cells diluted to 0.8% using mts diluent 2. Customer was able to identify an anti-e, however, the reference lab also identified an anti-fya.

Manufacturer narrative:
Ocd was unable to perform investigation related to complaint due to lack of information provided by customer. Customer reported for tracking purpose. Equipment has performed as expected. All reagents passed qc. No patient harm reported. Customer believes issue is related to the gel cards, and not the red cells. (B)(4).